Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation following a CT scan of her brain. She was "wetting" herself for the past 2 weeks and was not able to adjust the stimulation with her pt programmer. The pt was at home and re-directed to her healthcare professional. Further info was requested from the healthcare.

Manufacturer narrative:
(B)(4).